Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient stated they heard their pump alarm twice after they got home post spine magnetic resonance imaging (MRI). The patient stated they were in pain and wanted to know if the pump turned back on or not. The patient stated they told their doctor already, but wanted to ask before coordinating the medical transportation that they needed to go into the clinic as their next home infusion refill wasn't until november. The patient stated, "I got the new pump in april in the last part of july, she turned it up, but, it's all in my back and my pelvis. My legs are propped up in my bed. It felt like this a little before the MRI too. But, when I laid on the MRI table for 30-45 minutes, it was hard, and I hurt so bad after that". The patient confirmed that they did not have any external equipment and had not heard the pump alarm again since hearing it those two times. Patient services reviewed, redirected to their health care provider (hcp) and reviewed mdt resources for hcps. Additional information was received from a healthcare provider (hcp) reporting that interrogation of the pump showed no malfunction. It was also reported that the likely cause of the pump alarming twice after the MRI was the pump restarting after stalling during the MRI. It was reported that interrogation of the pump was fine. It was also reported that the pump alarming resolved, and it had stopped prior to the patient being seen at the clinic.